Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/17/2020. H.6. Investigation: 3 smartsite samples and 3 syringes were returned by the customer. It was reported that some of the smartsite samples being used for antimicrobial efficacy testing with caps were difficult to flush. The smartsites were examined for defects and abnormalities. No defects or abnormalities were observed. The smartsites were connected to a 10 ml bd syringe and attempted to be flushed with at least 10 ml of a blue dye/water mixture. 2 of the smartsites were able to be flushed. The failure was unable to be replicated. 1 of the smartsites was unable to be flushed during the first attempt. That smartsite was attempted to be flushed a second time about 15 minutes later. During this attempt, this smartsite was able to be flushed. The complaint was able to be verified in this sample. A device history record review for model 2000e lot number 20035499 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20035499 regarding item #2000e.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: unknown batch no: unknown we found some of the smartsite samples that we were using for some antimicrobial efficacy testing with caps were difficult to flush (i.e, when the luer lock flush syringes were connected to them, there was significant resistance as if the valves didn¿t open). The operator had to try 2-3 times to get them to work.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: unknown batch no: unknown. We found some of the smartsite samples that we were using for some antimicrobial efficacy testing with caps were difficult to flush (i.e, when the luer lock flush syringes were connected to them, there was significant resistance as if the valves didn¿t open). The operator had to try 2-3 times to get them to work.